Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visiually inspected and no defect was found. The receiver log was downloaded and firmware errors were observed. Customer complaint was confirmed and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error 121. There was no report of injury or medical intervention. No additional patient or event information is available.